Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer blood glucose level was 467 mg/dl. The customer reported that the insulin pump was inactive for auto mode. The customer declined to provide information to helpline also declined to document. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.